Event description:
Broken clamp found on the sample. A new catheter was placed.

Manufacturer narrative:
The complaint of a partially broken compression clamp is confirmed and will be considered cause unk. Gross and microscopic examinations show a partially broken arterial compression clamp. The break site is located at the apex of the upper curve of the "c" clamp. A cross sectional view of the break site reveals a dull granular veneer. The other arm is unremarkable. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rexe1436 showed no other similar product complaint(s) from this lot number.